Event description:
The pt ECG was allegedly displayed as asystole through paddles lead. Paramedics then connected the equipment through ECG electrodes and spontaneously, the pt ECG was displayed as ventricular fibrillation. The defibrillator was charged and used to deliver energy to the pt. Reportedly, with the next discharge, energy was not delivered to the pt, based upon a lack of expected muscular reaction to defibrillator discharge. The pt converted to asystole with the next administration of defibrillator energy at 360 joules.